Event description:
Pt called because they were having blood coming out of clave end when pt tried to disconnect IV tubing. Plug on clave did not close as supposed to, it stayed open and blood was coming out of line.